Event description:
On (B)(6) 2011, a patient's spouse contacted baxter healthcare's corporate product surveillance. The spouse stated that about two weeks ago, they had received a check supply line alarm on a homechoice during use. The spouse stated, they could not resolve the alarm so they decided to only change out the cassette. The spouse still could not resolve the alarm, so they called the nurse. The nurse informed the spouse that they needed to start over with all new supplies when they cannot resolve an alarm. The spouse stated after starting over with all new supplies, the patient was able to complete therapy successfully. The patient has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.